Manufacturer narrative:
The customer reported that they were looking for info regarding vital sign reports for a pt who had expired. However, the customer has confirmed that there was no device malfunction or difficulty in monitoring the pt. Philips is in the process of obtaining additional info regarding this event, and the complaint is still under investigation. A final report will be sent once the investigation is completed.

Event description:
The customer reported that they were looking for info regarding vital sign reports for a pt who had expired.